Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 0.113" x 0.30 was found to be broken off the yaw pulley. The broken piece was returned.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the tip of the large suturecut needle driver instrument fragmented and fell into the patients abdomen. The broken fragment was retrieved during the same procedure. The customer used a backup instrument to continue, and the procedure was completed with no injury to the patient.